Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The provided calibration and qc data were acceptable. An ise performance test showed acceptable values. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas integra 400 plus analyzer. The initial results were sodium 109 mmol/l, chloride 135 mmol/l, and potassium 3.08 mmol/l. These results were reported outside of the laboratory and the doctor asked for a rerun because the results were impossible. On 20-sep-2022, the repeat results were sodium 136.3 mmol/l and 135.7 mmol/l, chloride 104.2 mmol/l and 103.7 mmol/l, and potassium 4.65 mmol/l. The repeat results were believed to be correct. The electrode lot numbers and expiration dates were requested but were not provided.